Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and heavily calcified concentric de novo lesion in the distal right coronary artery. A 2.0x12mm mini trek balloon dilatation catheter (bdc) met resistance with the lesion during advancement; however, while being used to dilate the lesion the balloon ruptured at 10 atmospheres. A non-abbott bdc and nc trek bdc were used to further dilate the lesion, but due to heavy calcification the lesion was not fully dilated. However, the stenosis was reduced to 50%; therefore the procedure was completed without further intervention. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.